Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that the battery of this pacemaker was suspected to have depleted prematurely. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to have depleted more quickly than expected; the device was at end-of-life. There was also a recent message to check the atrial lead, and it was noted that the automatic threshold test had been previously suspended in april 2023. Technical services discussed that given the short longevity of the device due to an unknown factor it would be appropriate to assume that the atrial lead could have been damaged. The pacemaker was replaced; however, it was decided to leave the atrial lead implanted and in service. The pacemaker was received for analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to have depleted prematurely. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to have depleted more quickly than expected; the device was at end-of-life. There was also a recent message to check the atrial lead, and it was noted that the automatic threshold test had been previously suspended in april 2023. Technical services discussed that given the short longevity of the device due to an unknown factor it would be appropriate to assume that the atrial lead could have been damaged. The pacemaker was replaced; however, it was decided to leave the atrial lead implanted and in service. The pacemaker was received for analysis.